Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The threaded tip is coming loose.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned device confirms the reported event of tip loosening. Testing by commercialized product development found the pin fractured. A complaint database search on the provided product code did not identify a trend of the reported event. The root cause is determined to be wear out of the instrument. Based on the performed investigation, corrective action is not needed. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.